Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump volume was too low. Customer's blood glucose level was not adversely impacted. During troubleshooting with tandem technical support the issue was resolved. Reportedly, the customer continued to use the pump for insulin therapy.